Event description:
It was reported that during a da vinci surgical procedure, the surgeon noticed that the maryland bipolar foceps instrument was not working properly, or as it should. The instrument was replaced and the procedure was completed. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Based on the customer reported complaint, it is unclear what specific issue(s) this site may have experienced with this instrument. Failure analysis investigations investigated the instrument and noted that the instrument main tube had scratch marks/abrasions. The instrument had one deep scratch near the distal end that measured approximately .100 in length. The materials were removed. No other damages were found on the instrument. The reported complaint of instrument not working properly does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the materials found on the instrument were removed during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.